Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted and had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. Evaluation summary (B)(4) no anomalies found. (B)(4) full lead in segments

Event description:
It was reported that the lead had both high and low impedances. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.